Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer phone: (B)(6) / fax: (B)(6) / mobile: (B)(6) this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported the roadrunner nimble hydrophilic wire guide's primary package contained foreign matter, "a small purple plastic part". The small purple plastic part was found when the distributor received the device.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation evaluation description of event: it was reported the roadrunner nimble hydrophilic wire guide's primary package contained foreign matter, "a small purple plastic part". The small purple plastic part was found when the distributor received the device. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control (qc) procedures, and a visual inspection, of the returned device, were conducted during the investigation. One roadrunner nimble hydrophilic wire guide was returned in an unopened package with label. Upon inspection there was a piece of purple foreign material in the package. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found one non-conformance related to the reported failure mode. The non-conformance recorded was similar to the reported issue, the non-conforming product was scrapped prior to lot release. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. The wire guide is supplied with IFU which includes the following how supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. The returned device contained a piece of purple foreign material was observed in the package. The piece of foreign matter is likely part of the purple wire guide holder. It is possible the wire guide holder was damaged during shipping/handling and a small piece of the holder separated. Cook has concluded that a specific cause of the complaint cannot be established. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.